Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of defective device was confirmed. Per the service report, the following activities were performed during repair:  "tornado": preventive replacement of o-rings performed. Motor corroded - motor replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test acc. To test procedure completed. Safety test checklist enclosed. Hipot test completed. Electrical safety test completed. Missing parts of the of the drill mounting mechanism completed. Damaged parts of the valve was replaced. The causes for the defective device were determined to be a corroded motor, potentially due to fluid ingress in the motor chamber, and a defective toggle switch and missing components of the drill mounting mechanism, potentially due damage from device handling. Other than these possibilities, definitive root causes for the identified defects cannot be determined. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that at pre-surgery to an unspecified procedure, it was observed that the 8022 hand pc tornado shaver -ns device was broken. During in-house engineering evaluation, it was determined that the device had a corroded motor, potentially due to fluid ingress in the motor chamber, and a defective toggle switch and missing components of the drill mounting mechanism. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.